Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was reformatted and software reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system was mixing pt saved images. No report of pt injury.